Event description:
ICU pt was intubated on (B)(6) 2019 with teleflex sheridan endotracheal tube (7.5.fr.). Health care personnel frequently found that the adaptor on the endotracheal tube was disconnecting from the ventilator circuit. Clinical interventions that included trouble shooting the device were performed but did not resolve the issue. Due to the frequency of disconnections and interruptions to life saving therapy, the decision to exchange the endotracheal tube was made by the physician. During the tube exchange, pt's airway lost patency and an emergency tracheostomy had to be performed at the bedside. Emergency clinical interventions prevented further harm to the pt and mitigated a life threatening issue. Nih clinical center received notice of the recall of select sheridan branded endotracheal tubes from cardinal health on august 15, 2019. The notice / letter from cardinal health was dated (B)(6) 2019 and included the teleflex notice for urgent medical device recall notification (amended - 05/30/2019). Upon receipt of the recall notice from cardinal health, the hosp initiated a recall of the devices from hosp areas. The device in use at the time of the event was included in the teleflex recall notice.